Manufacturer narrative:
The calcium gen.2 reagent lot number is 841368, and the expiration date is 28-feb-2026. A field service engineer (fse) determined that the reagent and sample probes washing position was misaligned. The investigation determined that the service action resolved the issue. No further issues have been reported by the customer.

Event description:
There was an allegation of a questionable calcium gen.2 result from the cobas 8000 c702 module for one patient. The initial result was 1.61 mmol/l, and the first repeat result from another analyzer was 2.29 mmol/l. Another repeat result from a different analyzer was 2.28 mmo/l. The repeat result of 2.29 mmol/l was deemed to be correct. The questionable result was not released outside of the laboratory.